Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: probe broke off in joint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be device came in contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that the probe broke off in the joint. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: probe broke off in joint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be device came in contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the probe broke off in the joint. All pieces were retrieved and the procedure was completed successfully.